Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. Pairing testing was performed and no failure was detected. The receiver data log was reviewed and found a low transmitter battery alert. The reported event of low transmitter battery error message was confirmed. The root cause was determined to be a low battery message prior to the end of life. Based on the findings of permanent loss of connection, this issue has been upgraded from non-reportable to reportable.